Manufacturer narrative:
(B)(4). Refer to results of investigation below. To investigate the customer's issue, customer complaints received from (B)(6) 2010 through (B)(6) 2011 were reviewed to determine if others have experienced the same issue. Our review of this data did not identify any problems. Specifically, we did not see an increase in the number of complaints related to elevated discrepant patient results. Additional testing was performed on lot number 95020lp30 to ensure that the lot was performing acceptably. Serum based panels spiked with known concentrations of insulin were tested. The mean value for each of the panels (1-4) was within the specifications. The lot meets acceptance criteria. All testing materials were stored and maintained at abbott. Based on our investigation, we have concluded that the architect insulin assay is performing as intended and is meeting its safety, effectiveness, and label claims. A specific reason for the customer's observation could not be determined based on this investigation. The customer was referred to the "limitations of the procedure" section of the architect insulin assay package insert for further information.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The customer stated an abnormally high insulin value of 6831.6 uu/ml was generated on the architect i2000 analyzer. The sample was retested and yielded a result of 11.4 uu/ml. Based on testing the sample both neat and diluted, it was determined the correct insulin value was approximately 12 uu/ml and this value was reported. There was no impact to patient management.